Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the canister. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer regarding cartridge labeling. A new cartridge was successfully loaded to address the issue and insulin delivery was resumed. The customer's blood glucose level was 154 mg/dl.